Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, a pre-balloon aortic valvul oplasty (bav) was not performed on the native valve with ¿very¿ dense leaflet calcification. When the valve was deployed at 80%, an angiogram noted inadequate expansion and shallow deployment. Despite, the physician opted to fully deploy the valve. Upon full release, the valve dislodged towards the aorta but did not cause coronary obstruction. The physician declined to snare the first valve. Rather, the physician opted to utilize the second valve with its deployment to help move the first valve towards the aorta. After deploying the second valve to 80%, the first valve did move more aortic to prevent tube graft; avoiding transcatheter valve leaflets joining top to bottom and occluding coronary flow. The second valve was fully deployed and at an acceptable depth. Mild-moderate paravalvular leak (pvl) was identified. A post-bav with a non-medtronic 22 millimeter (mm) balloon (zmed) was performed which further expanded the second valve and moved the first valve more aortic. An echocardiogram of the second valve identified a 9-millimeter (mm) gradient along with residual trace pvl. Treatment was not reported for the gradient. No additional adverse patient effects were reported.